Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 06-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Son-in-law is calling on behalf of the customer. The customer is concerned with test results from results obtained of 174, 167, 164, 178 and 157 mg/dl. Customer was also comparing result to another device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 130-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/29/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (time not set, all results are am): result 1: 174 mg/dl, date: 6/22, time: 9:50 am, fasting. Result 2: 167 mg/dl, date: 6/17, time: 12:15 pm, fasting. Result 3: 164 mg/dl, date: 6/17, time: 12 :13 pm, fasting. Result 4: 178 mg/dl, date: 6/15, time: 12:25 pm, fasting. Result 5: 157 mg/dl, date: 6/15, time: 12:23 pm, fasting.